Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The insert was inspected and found to be 90% clogged. The insert was not tested for temperature due to being clogged. After testing the insert was found to have plastic flash clogging the insert. The insert was tested using a g-136 unit at 35 cc of water flow, the test unit # was g136-01906, thermometer ID # 6112 (cal date 11/04/2016 - cal due 11/30/2017). In conclusion the complaint for the insert getting hot has failed for having no water flow caused by flash debris. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While using a 30k fsi-sli-1000 insert, the tip gets hot. The event outcome is unknown as of this MDR evaluation.